Event description:
Fast flow. Adverse event reported, but no details provided.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Received one empty, used pump for evaluation and investigation. The pump was re-filled with a normal saline solution to the volume of 100 ml. A flow rate accuracy testing was conducted and the pump was infused within specification. The reported complaint of fast flow is unconfirmed.